Manufacturer narrative:
Investigation summary: three opened 30g x 8mm asd samples were returned from lot. No. 8170744, cat no. 329608. Visual examination was carried out and a bent non patient end of the cannula was observed on two samples. Due to the condition the samples were returned no clog testing could be carried out. A clog test was carried out on the third sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that safety shield failure occurred during use with a pen needle autoshield duo 30gx8mm EU. The following information was provided by the initial reporter, "needles are not activating // safety shield was not activated".

Manufacturer narrative:
The correction is as follows: d.2. Common device name: pen needle h3 other text : see. H.10

Event description:
It was reported that safety shield failure occurred during use with a pen needle autoshield duo 30gx8mm EU. The following information was provided by the initial reporter, "needles are not activating // safety shield was not activated"

Manufacturer narrative:
The following are the changes: d.4. Medical device lot #: 8170744. D.4. Medical device expiration date: 2021-07-31. H.4. Device manufacture date: 2018-06-19 h3 other text : see. H.10.

Event description:
It was reported that safety shield failure occurred during use with a pen needle autoshield duo 30gx8mm EU. The following information was provided by the initial reporter, "needles are not activating // safety shield was not activated"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield failure occurred during use with a pen needle autoshield duo 30 g x 8 mm EU. The following information was provided by the initial reporter, "needles are not activating // safety shield was not activated".